Manufacturer narrative:
Insulin pump received with operating currents within spec. Insulin pump passed displacement test, self test and unexpected restart error test. Insulin pump alarmed motor error during basic occlusion test due to force sensor resistance with moisture damage. Unable to perform prime test, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Insulin pump received with cracked case at the display window corners, reservoir tube lip and belt clip slot. Insulin pump received with missing end cap sticker. Insulin pump received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had error engine with piston in the occlusion test return . The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.